Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that the implanted device alerted for low atrial intrinsic amplitude. The presenting electrogram showed there was some farfield r-wave oversensing that led to an inappropriate mode switch to atrial tachy response (atr). The atrial lead remains in service and no adverse patient effects were reported. Additional information received indicated that there was also atrial lead noise that led to oversensing and storage of atr episodes. The atrial lead sensing configuration was programmed to bipolar, with the sensitivity fixed at 0.15 mv. Tech services recommended further review of the programmed settings. The atrial lead remains in service.

Event description:
It was reported that the implanted device alerted for low atrial intrinsic amplitude. The presenting electrogram showed there was some farfield r-wave oversensing that led to an inappropriate mode switch to atrial tachy response (atr). The atrial lead remains in service and no adverse patient effects were reported. Additional information received indicated that there was also atrial lead noise that led to oversensing and storage of atr episodes. The atrial lead sensing configuration was programmed to bipolar, with the sensitivity fixed at 0.15 mv. Tech services recommended further review of the programmed settings. The atrial lead remains in service.